Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal that is consistent with a known design related issue. A separate tear was also noted on both sides of the insertion slit and its cause could not be determined based on the available evidence. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the slit tear remains unknown.

Event description:
When attempting to aspirate a 13fr agilis during an af procedure, air was drawn into the sheath. The physician attempted to aspirate multiple times with the same result. The physician then covered the hemostasis port and was able to withdraw without aspirating air. To resolve, the sheath was exchanged and the procedure was completed with no adverse patient consequences.